Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, the field service engineer (fse) confirmed with the customer that the issue had been resolved. The customer reported proper system functionality following the incident, indicated that no additional onsite support was required, and authorized case closure. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced an unexpected reboot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.